Manufacturer narrative:
(B)(4). The insulin pump was unable to perform the displacement and self test due to cracked bleeding lcd noted.

Event description:
The customer's family reported via phone call that their insulin pump was damaged at the front of the screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.